Event description:
Two drills broke during surgery which contributed to a 1-2 hour delay in the case.

Manufacturer narrative:
The package insert (IFU 01-50-1041) states : do not use excessive force on any drill, bur, or blade. Excessive force may result in unusual stress conditions and result in breakage or fracture of the device. Replacement drills, burs, and blades are designed and manufactured for single use only. Do not reuse these instruments. Bone or tissue particles may be difficult to remove during reprocessing and therefore, there is an increased risk of particles being transferred if reused. Reuse also increases the risk of breakage or fracture of the instrument." The visual inspection of the device confirms that excessive torque and vibration was likely used on the drill. The IFU states this type of event may occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information suggests that the most likely underlying cause of the drill breakage is excessive torque and usage of the device beyond it's intended limitations as outlined in the IFU for this product which is included with each purchased unit. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.